Event description:
The pt experienced coupling and or communication issues. An x-ray confirmed that the neurostimulator (ins) was flipped. Additional information has been requested.

Manufacturer narrative:
(B)(4).